Manufacturer narrative:
During laboratory analysis, the pst observed the first battery to be received at 12.72 volts direct current (vdc) and 407 siemens (s) and the second battery to be 12.82 vdc and 451 s which are within specification. After fully charging, the load testing only lasted 38 minutes before powering down the unit while the minimum requirement is 60 minutes. This complaint is related to cr-75300/ medwatch #1828100-2019-00536. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the batteries were found to fail functional testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.